Manufacturer narrative:
Per follow up, the intraocular lens was removed and replaced within the same procedure. No intervention, incision enlargement or vitrectomy was required for this case. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? ¿ yes, returned to manufacturer on 5/2/2017. Device returned to manufacturer? ¿ yes. Device evaluation: the lens was received for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was returned cut in two pieces. Residues of viscoelastic were also observed on the lens which indicated that the unit was handled and prepared for surgical used. The complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a crack was found on an implanted intraocular lens (iol). The iol was subsequently removed and another iol was implanted. No patient or user injury. No additional information was provided to abbott medical optics.